Event description:
It was reported that the patient experienced recurrent hypoglycemia overnight and hyperglycemia during the day while using the ilet and subsequently disconnected from the pump and reverted to multiple daily injections, with episodes including a low around 42 mg/dl and highs up to approximately 400 mg/dl, and prolonged out-of-range values for about four hours. Symptoms included tiredness and weakness during low glucose events, with no reported symptoms during high glucose events. Outcomes included device alerts for high and low glucose and the need for partner assistance, without medical intervention or hospitalization. Investigation included customer support troubleshooting and education on hypoglycemia treatment practices. Investigation of this case revealed overtreatment of hypoglycemia with excessive carbohydrate intake, including large quantities of cran-grape juice, leading to rebound hyperglycemia and subsequent variability. It was concluded that the event was related to user management of hypoglycemia rather than a device malfunction.